Manufacturer narrative:
This information was inadvertently left off of the initial MFR. Report. Suspect device UDI#: (B)(4).

Event description:
On (B)(6) 2016 a therapeutic consultant reported communication issues with his programming system that were not resolving today during a case. He indicated that for the last 2-3 months he has been having intermittent issues, which were able to be resolved. Today he noted that he checked the 9v battery, rotated the wand 90-degrees, checked the serial cable and tablet connections; all of which didn't resolve the issue. When another wand was used, the issue resolved and the case was completed with no issue. The consultant later reported that he received the replacement wand but thought they would come with new serial cables as well. He tried using a different serial cable with the wand that hadn't been working and it worked fine then. The consultant also clarified that on (B)(6) 2016 while visiting a physician's office, he gave them his serial cable to use but later the serial cable stopped working. The site does not know where the non-functioning serial cable is, therefore it cannot be returned for product analysis. The site was given another serial cable as well as the consultant and everything is working fine now.

Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently left off of supplemental #02 MFR. Report. Device evaluated by MFR. This information was inadvertently left off of supplemental #02 MFR. Report.

Event description:
The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Manufacturer narrative:
Date of event: this information was inadvertently reported incorrectly on the initial MFR. Report.